Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was feeling a tingle when the device was not on. It was bilateral tingle in both legs. His pain was in one leg. The device was turned off. The patient still felt the tingle and it was stronger after the patient recharged. He believed the device was on and was shocking him from his legs to his neck. The device was noted to not be on. It was noted that the doctor may take it out and that the patient was coming off of an injectable narcotic and it was thought he was having mental issues due to that. Follow-up determined that the patient was scheduled for explant on (B)(6) 2015. There was no indication that there was any problem with the stimulator or leads. Additional follow-up found the explant had to be rescheduled. No date was known. Further follow-up determined that no date had been chosen yet for explant. This event will be updated if a date is chosen.